Manufacturer narrative:
Additional information has been received which was not included with the initial report. The information has been provided with this report. (B)(4).

Event description:
It was reported that insulin pump was in use within 48 hours of high blood glucose event.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that he experienced high blood glucose level. The customer's blood glucose value was 439 mg/dl at the time. It was reported that the customer was trying to calibrate but was unable to perform and his blood glucose went over 400 mg/dl. The customer's other blood glucose level was 361 mg/dl. He reported that the insulin pump system was not in use within 48 hours of reported high blood glucose event. The customer was alleging tat the insulin pump was under delivering. The customer was treated with insulin pump. The displacement test was passed for insulin pump. The insulin pump will be returned for analysis.